Manufacturer narrative:
This is in response to mw5101155. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency received the following report from a patient being injected in the forehead and temples with juvderm voluma xc. Almost 2 years later, the patient reported that the injected material has not metabolized at all and instead they feel like gel under the skin. The patient reported increasingly worse facial pain, non-device related headache, pain behind the [ears](sp), and tightness and pressure to the temple areas. The event is ongoing.